Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016, a customer reported that her adc blood glucose meter was not giving her a reading and only displaying a "0." During troubleshooting, it was noted that the meter was not turning on when a test strip was inserted, only when the button was pressed. As a result of the meter issues, the customer was unable to monitor her blood glucose. The customer reported that two weeks ago, she was walking to the bathroom when she "felt dizzy, sweating and nauseated" and almost fell. She called paramedics and upon arrival they tested her blood sugar with result of 198 mg/dl. An intravenous line was started and the customer was retested with a reported result of "200+" mg/dl. Insulin was administered to the customer intravenously and she was transported to a hospital where she diagnosed with hyperglycemia. The customer also reported receiving metformin, but could not remember other medications she received. She stated that after 4-5 days in the hospital, her blood sugar "became very high" and she reportedly had a stroke. The customer remained in the hospital for 15 days for monitoring and she was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1601106) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
On july 25, 2016 a customer reported that her adc blood glucose meter was not giving her a reading and only displaying a ''0''. During troubleshooting, it was noted that the meter was not turning on when a test strip was inserted, only when the button was pressed. As a result of the meter issues, the customer was unable to monitor her blood glucose. The customer reported that two weeks ago, she was walking to the bathroom when she ''felt dizzy, sweating and nauseated'' and almost fell. She called paramedics and upon arrival they tested her blood sugar with result of 198 mg/dl. An intravenous line was started and the customer was retested with a reported result of ''200+'' mg/dl. Insulin was administered to the customer intravenously and she was transported to a hospital where she diagnosed with hyperglycemia. The customer also reported receiving metformin, but could not remember other medications she received. She stated that after 4-5 days in the hospital, her blood sugar ''became very high'' and she reportedly had a stroke. The customer remained in the hospital for 15 days for monitoring and she was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.